Event description:
Pt admitted with end stage copd. Pt had dnr order. Confused; placed on bedalarm. Pt found on floor; c/o right arm pain; swelling noted; small hematoma to right temporal area. Alarm did not activate. Hold button broken. Replaced by hosp maintenance dept. The plastic shield over buttons were not in place. The pt died a couple days after the event. Md felt pt died due to end stage copd.